Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with pacemaker device mentioned that battery went into back up mode. This patient had complete heart block, atrial fibrillation (af), non-sustained tachycardia, non-sustained ventricular tachycardia (nsvt) and new arrhythmias. Also, patient mentioned that there might be a miscalculation with device change out. An attempt to obtain additional information was unsuccessful. This device was explanted. No additional adverse patient effects were reported.